Event description:
Pt was admitted 09-00 for abdominal pain, nausea and anorexia. Pt has had intermittent abdominal pain since their therasphere treatment. Pt has no history of ulcer disease. Physical exam showed epigastric and right upper quadrant tenderness. Pt was treated with IV fluids, IV morphine (09-20-00) and IV zantac. An abdominal CT-scan showed no change from the previous CT-scan. The pain resolved, and the pt was discharged the following day on morphine solution as needed and axid.